Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving morphine (25 mg/ml at 18.7 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had an increase in pain 3 months ago that resolved but then returned and increased about a month ago. There was no cause provided. The catheter access port, cap, was accessed in the office with csf flow on an unknown date. The cap was also accessed and catheter aspiration on (B)(6) 2019, prior to and after pump replacement, with csf flow. The patient's pump was replaced on (B)(6) 2019 and it was unknown if the issue resolved. The patient's weight was 197 lbs.